Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user paused insulin delivery mid¿infusion set change, subsequently received a factory reset prompt, and experienced hyperglycemia with a peak blood glucose of 273 mg/dl for approximately 1 to 2 hours; the agent guided a device restart via settings followed by completion of the infusion set change and confirmed successful cgm pairing and resumption of insulin therapy on follow-up. Symptoms included elevated blood glucose without associated acute clinical effects. Outcomes included no need for medical intervention, no use of backup therapy, and return to glucose values within target range after troubleshooting. Investigation included technical support troubleshooting and user education. Investigation of this case revealed that the hyperglycemia followed an interruption of insulin therapy during an incomplete infusion set change, and the device functioned as expected after restart and set replacement. It was concluded that the event involved hyperglycemia with unclear specific root cause beyond the therapy interruption, with no device malfunction identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.